Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a hysterectomy on (B)(6) 2015 and suture was used. After surgery the suture in fascia was broken and guts came outside of the suture. The patient was re-operated on (B)(6) 2015. Additional information has been requested.

Manufacturer narrative:
The actual device was returned for evaluation. Visual examination revealed that partly cutting marks visible at both broken loop ends. It is highly probable that the suture had already been damaged intra-operatively, causing subsequent post-op breakage of the remaining, uncut suture filaments. The actual device was returned for evaluation. The knot was visually examined and found to have properly tightened loops. No untying of the knot could be identified.

Manufacturer narrative:
Approximately 4 days post-operatively, the suture broke. It was reported there was no precipitating stress factor before the event. The patient underwent re-operation on (B)(6) 2015. During re-operation, the small intestine was bulging at the suture line and suture was found broken and suture knots became untied. The current patient condition is good. (B)(4).